Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that pacs was pushing an exam to the stealth system, but the system was not receiving it. It was further stated that the representative (rep) upgraded the application to 1.2 and it seemed that issue occurred within that same time-frame. It was recommended they confirmed the ip address of the stealthent with radiology to ensure they were sending to the correct one and nothing changed on pacs end. Additionally, the rep was helped to find the network settings and the ae title and port, which he will confirm with pacs. Recommended trying to ping pacs and having pacs ping the stealth to see what the result was. The rep had another case and was unable to do that at the time because he didn't know the pacs ip. He was going to do that at a later time and would report back. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that they spent a couple of days trying to resolve the issue, but there was no resolution. It was also noted that the pacs system was identifying itself as gepacs when exams were being pushed. Gepacs was added into dicom list and the issue was resolved.